Manufacturer narrative:
This product is not marketed in the us. Device evaluation: lens was returned in liquid, lens vial. Visual inspection found haptic torn, missing piece, and clear surgical residue on the lens surface. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -9.50/2.5/120 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for longer lens due to low vault. The problem was resolved.